Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic bowel procedure, while devascularizing, the device did not fire. The surgeon was able to press the green button but was unable to squeeze the handle. It was stated that the handle broke when initiated. The staples did not fire and the device did not cut. Another device was used to complete the case. There was no patient injury.